Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24oct2019. The customer troubleshot with technical support. The customer advised during troubleshooting that the issue was caused by user error. The nurse call function is operating as expected. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was not alerting the nurse call system. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported